Event description:
It was reported that the device is broken with no patient involvement. Attempts have been made and no further information has been provided at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# sp-2359, lot# a21, modified beck elevator qty 3. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00017, 0001032347-2021-00018, 0001032347-2022-00019.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported even based on additional information, the device investigation will be reported on MFR 0001032347-2022-00055. This report is being submitted to update additional information in section b4, b5, d1, d2, d3, d4, d5, d7, d9, g3, g6, h1, h2, h3, h6 and h10.